Event description:
The manufacturer received information alleging a ventilator alarmed for low inspiratory pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the inlet airpath foam had become detached from the inlet air path blocking the blower inlet. The device's inlet air path foam needs replaced to address the issue.